Manufacturer narrative:
(B)(4). This is report 2 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and c. Difficile in a patient coincident with dianeal singlebag therapy peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient was hospitalized with peritonitis. On an unreported date, a peritoneal culture was performed. The results of the culture were not reported. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with an unspecified antibiotic. On an unreported date after being given antibiotics the patient experienced c. Difficile. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd890525. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.